Manufacturer narrative:
Mean age of 60.5 years (range: 21-81). Pt sex: 48 females and 14 males. Literature citation: hohl et al. The effect of low dose bone morphogenic protein (rhbmp-2) on posterolateral fusion in adult spinal deformity surgery. Lumbar spine research society poster abstracts: 2012, (poster #35). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a literature publication that a retrospective review was performed on 62 patients with a minimum follow-up of 24 months (range: 24-56 months), who underwent a posterolateral fusion of at least 5 levels (mean 10, range 5-17), for adult deformity. Bmp-2 soaked collagen sponges were placed posterolaterally along the length of the fusion. A mean of 1.78 mg of bmp-2 was used per level (range: 1.2-4.8 mg). Fresh-frozen cancellous allograft was used routinely along with local autograft when available. No iliac crest bone graft was harvested. Fusion success was graded using the bridwell criteria utilizing standing pa and lateral 36 inch radiographs. Odi and vas outcomes were recorded preoperatively and at last follow-up. Eight patients (13%) underwent revision for symptomatic nonunion.